Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated atrial pacing capture threshold was intermittent. It was noted atrial capture management trend data showed threshold measurements varied between 0.75v and 1.5v and the last threshold measurement on 2014 (B)(6) was 1v at 0.4 ms.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID d354trg, implanted: (B)(6) 2012, explanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator (eri) with suspected premature battery depletion due to high right atrial (ra) lead and left ventricular (lv) lead threshold outputs. The device was explanted and replaced and the ra lead and lv lead remain in use. No patient complications have been reported as a result of this event.